Event description:
Reporter indicated a vns pt's generator will not interrogate after three different attempts. It is believed the generator is at end of service. The pt also complained of tight, tugging feeling in neck area around electrode placement area. No pain though. Generator seems to have migrated a bit as well. X-rays were reviewed by the manufacturer and the placement of the generator was normal, the connector pin appeared fully inserted and the filter feed-throughs appeared intact. A strain relief bend was present, but a strain relief loop was not. Two tie-downs were noted, but not placed in accordance with labeling. The lead appeared intact at the connector pin. No gross lead discontinuities or acute angles were noted. No conditions were visualized that could have caused or contributed to the reported high lead impedance. Good faith attempts to obtain add'l info have been unsuccessful to date.